Event description:
The customer stated that the reservoir compartment of the insulin pump was full of insulin when he removed the reservoir. The customer could not determine where the leak was coming from. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.